Event description:
The generator failed the impedance test and displayed 300 on the display during the impedance self test. There was no patient involvement.

Manufacturer narrative:
Date of initial report: 08/26/2008. To date, the incident sample has not been received for evaluation. If the sample is received, or, if additional information pertinent to the incident is obtained, a follow-up report will be submitted.